Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿immediate clinical outcomes of left bundle branch area pacing vs conventional right ventricular pacing.¿ clinical cardiology. 2019; 42(8):768-773. Doi: 10.1002/clc.23215. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead model. The article reported that there were three (3) patients where the implantation of the pacing lead had ¿failed,¿ and another area was used. There was no indication that it was due to patient anatomy. The lead appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.